Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR reportable malfunction. This manufacturer report is being submitted based on the evaluation results. It was reported to boston scientific corporation that an escape retrieval basket was used during a procedure on (B)(6) 2011. The patient was a (B)(6) female (weight, date of birth and identifier unknown). According to the complainant, during preparation for the procedure it was noted that the device was defective right out of the packaging. There was no physical damage visible to the device packaging. The basket was removed from service and a second of the same device was used to complete the procedure. There were no patient complications as a result of this event and the patient's condition post procedure was fine. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Analysis of the returned escape retrieval basket revealed the basket was open when received. Visual analysis noted the basket and all basket wires were present, however, one of the basket legs was broken at the distal tip. It appeared that the basket leg was exposed to forces that caused it to tear loose, but it was not possible to determine the amount of force that caused it to break. The outer sheath was kinked in several locations along the working length. There was a torque mark present on the handle cap to indicate the application of the torquing process, and the handle cannula was visible through the handle. A functional evaluation was performed and when the handle was actuated, the basket would open and close. Some resistance was felt during actuation, which was likely due to the kinks in the working length. The handle cap was removed; the cap was tight. The handle cannula extended approximately 2mm from the proximal end of the pinch vise, which meets specification. The wire sub-assembly was removed from the distal end of the torn outer sheath with some resistance felt. The wire sub-assembly was kinked in several locations and the handle cannula was bent approximately 13cm from the proximal end. It is likely the kinked wire sub-assembly and the bent handle cannula caused the resistance to be felt when removing the wire from the sheath. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. The defects identified on the device were most likely due to some aspect of handling prior to use, therefore, the most probable root cause for this complaint is handling damage.